Event description:
It was reported that the patient was admitted to the hospital due to chest pain and ipg site pain. The cause of pain was unknown.

Event description:
It was reported that the patient was admitted to the hospital due to chest pain and ipg site pain. The cause of pain was unknown. Additional information was received that the physician believed that chest pain was not device related.